Manufacturer narrative:
(B)(4). Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was the broken drain removed completely from the patient? No further information is available. Were any pieces left inside the patient? No further information is available. If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? No further information will be provided. The surgeon wants to know the full length of the drain because there is an intention to judge the possibility of breakage from the length

Event description:
It was reported a patient underwent an unknown surgery on an unkown date and a drain was used. The tip of the drain may have been broken. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.